Event description:
The customer reported to olympus, there was ¿green vision on the screen, without images¿ when using the subject device. The procedure had not begun because the image was not visible. The procedure was completed using a similar device. There was no extension of the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. This report will be supplemented when additional information becomes available.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide the device evaluation and additional information. A device history review (DHR) was performed. A review of DHR confirmed that the device was shipped in conformance with specifications. The manufacturing date of the target device is (B)(4). The device was returned to olympus for evaluation and the customer's allegation was confirmed. The regional repair center was able to confirm the customer failure and determined the following cause: due to deformation of cable unit, flare occurs. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A labeling review was conducted. No anomalies were found. The issue is addressed in the instructions for use: should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there was ¿green vision on the screen, without images¿ when using the subject device. The procedure had not begun because the image was not visible. The procedure was completed using a similar device. There was no extension of the procedure. There were no reports of patient harm associated with this event.